Manufacturer narrative:
(B)(4). Catheter.

Event description:
During a routine pump replacement procedure, it was noted that the entire catheter had migrated out from the intrathecal space back into the pump pocket. The decision was then made to replace the catheter as well as the pump. The new pump was filled with lioresal 2000 mcg/ml concentration and the decision was made to restart the pump at 96 mcg/day, since it was uncertain what infusion rate the pt had actually been receiving. Following the replacement surgery, the pt was reported to be "doing fine".